Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was a physically damaged metallic center dome. The root cause of the damaged dome could be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.